Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had remove the sensor and there was no electrode. The blood glucose level was 13.5 mmol/l. The product will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used.